Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 361 mg/dl and current blood glucose level was 249 mg/dl. The customer experienced symptoms such as vomiting and diabetic ketoacidosis. The customer was treated with insulin drip. The insulin pump will be returned for analysis.